Manufacturer narrative:
The follow up MDR is submitted to relay corrected and additional information received. A follow up report will be submitted once the investigation is completed.

Manufacturer narrative:
(B)(4) concomitant medical products: 11-163690, 32 mm m2a hi carbon hd +6 mm nk, 484560, the 15-105044, m2a tpr hi carbon 41/32 mm lnr, 716000. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00760, 0001825034-2018-00761.

Event description:
It was reported that the patient was revised due to pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is being submitted to relay additional information received: the complaint is confirmed based on the returned devices that were provided. Visual inspection shows minor scuffing and signs of use. Review of device history records and found these units were released to distribution with no deviations or abnormalities. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.